Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow blocked alarm. Blood glucose level at the time of the incident was 425 mg/dl. During troubleshooting for insulin flow blocked alarm, cannula was not bent. Customer also stated that the insulin was exited. The insulin pump will be replaced, and customer agreed to not return the product for analysis.